Manufacturer narrative:
Upon engineer investigation no fault could be found with lift and device found fully functional.

Event description:
User was travelling down on the stairkift when it stopped, when user attempted to leave the lift they fell and hit their head on a radiator.